Event description:
Rumi ii handle broke while being used for uterine manipulation. All pieces removed from patient. Instrument taken off field immediately and replaced with an alternate disposable uterine manipulator. Instrument brought back to decontamination at end of case with note "broke" and device in pieces.